Event description:
Report rec'd of an overdelivery of antibiotics. The pt was receiving cefepime every 8 hours of line c from a multidose bag. The pump parameters and the solutions infusing on the other three lines were not specified. Reportedly, the nurse made rounds at 7:00am and confirmed the pump parameters and that each solution bag had fluid present. At 1:00pm, when the next dose of antibiotic was due, the nurse observed that the multidose bag of cefepime on line c was empty. It was unknown how much of the multidose container was expected to be remaining. The doctor was notified. The 1:00pm scheduled antibiotic dose was held. The cefepime was resumed at 9:00pm with a replacement omni-flow pump. The pt did not experience any adverse effects. Though requested, there was no further info available.